Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event cannot be confirmed. Visual inspection of the provided images performed. Item number and lot number engraved onto device confirmed as correct. Unable to confirm from images if dovetail is compressed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) . D10: medical product: tibia fixed cemented left size e stem extension use required: catalog#42542007101, lot#66640096. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial left total knee arthroplasty, the total articular surface would not engage with the tibial tray. There was no surgical delay or patient impact as a result of the malfunction and a second device was used to complete the procedure without additional complication. All available information has been reported.